Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, interrogation revealed that the pacemaker was in backup vvi mode. The backup vvi mode was observed when the pacemaker was still in its packaging. The pacemaker was not used and replaced. There was no patient involvement.